Event description:
Surgeon was using an osteotome to loosen a femoral knee prosthesis intra-operatively when the osteotome slipped from the surgeon's hand, striking his right palm and inflicting an open laceration to the base of the thumb. An arteriole was lacerated which was sutured by another surgeon following irrigation of wound with an antibiotic irrigation solution.